Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 10:21:03 on (B)(6) 2024. At 14:21:47, an arrhythmia was detected. ECG shows af @ 110 bpm with pvc¿s. The rhythm then degraded to vt @ 210 bpm. At 14:22:21, the patient received the appropriate treatment. Rhythm at the time of treatment was vt @ 210 bpm with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. It is unknown if the rhythm converted to a slower rhythm due to CPR/electrode lead fall off/interference. The electrode belt was disconnected at 14:22:35 on (B)(6) 2024. The patient received an appropriate treatment during vt and was under the care of medical professionals in the emergency department. The monitor was returned and passed incoming functional testing. The patient's electrode belt has not been returned yet. Reporting patient death out of an abundance of caution due to the unknown outcome of the therapy shock and due to the electrode belt not being returned.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.